Event description:
The clinic reported that they observed smoke coming from the monitor of the phacoemulsification machine. The machine continued to function and the cataract extraction procedure was completed. There was no injury to the patient.

Manufacturer narrative:
The amo field service engineer examined the phaco equipment at the customer location and found the video screen to be working normally, however, one of the capacitors on the inverter board was burnt. The inverter board was replaced to prevent future issues. No further issues were noted. The field service engineer verified that the system was functioning per specifications. No further information is available.